Manufacturer narrative:
The reported complaint of a leak on the icy catheter (lot 202606) was confirmed during functional testing. A bonding leak was observed at the proximal end of the medial balloon during the functional pressure leak test. The probable root cause of the reported complaint could be a latent defect in the bond. Visual inspection of the returned catheter was performed, and no physical damage was observed on the catheter. Blood residue was observed in the balloons and luered tubings. A functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the proximal end of the medial balloon, confirming the reported complaint. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the icy catheter with lot number 202606.

Event description:
The customer reported the saline fluid level was depleted suddenly during use of the thermogard xp ivtm system. The icy catheter (lot 202606) was checked, and no leak was noted externally. The catheter was smoothly inserted on the first attempt on (B)(6) 2025 and the leak was noticed on (B)(6) 2025 at 0030. Treatment was discontinued and the catheter was removed on the same day. The dwell time was approximately 5 days. Approximately 500 ml of saline infusion is suspected. No patient injury.

Manufacturer narrative:
Zoll has received the icy catheter for investigation. A follow-up report will be submitted when the investigation has been completed.